Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to instability. Age at primary: (B)(6). Side: r. Primary asa: p2- mild disease not incapacitating. Revision njr index no. (B)(4). Sex: (B)(6). Primary bmi: 31.